Event description:
It was reported that the inflatable penile prosthesis (ipp) was revised due to patient dissatisfaction and superficial cylinder. No further patient consequences were reported in relation to this event. No further information has been provided.